Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Uncomfortable - vagina [vulvovaginal discomfort]. Tampon does not stay intact while wearing... Uncomfortable [medical device site discomfort]. Tampon does not stay intact [device breakage]. Changed shape after using a number of tampons [device physical property issue]. Case narrative: consumer reported via email that the tampon does not stay intact during use. No serious injury was reported.

Event description:
Uncomfortable - vagina [vulvovaginal discomfort] tampon does not stay intact while wearing... Uncomfortable [medical device site discomfort] tampon does not stay intact [device breakage] changed shape after using a number of tampons [device physical property issue] case narrative: consumer reported via email that the tampon does not stay intact during use. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Uncomfortable - vagina [vulvovaginal discomfort]. Tampon does not stay intact while wearing... Uncomfortable [medical device site discomfort] tampon does not stay intact [device breakage]. Case narrative: consumer reported via email that the tampon does not stay intact during use. No serious injury was reported.